Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278179, expiration date 01/31/2014). Reference medwatch report with (B)(6) for the suspect device used in the aviva system.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278179, expiration date 01/31/2014). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. (B)(6).

Event description:
Customer received result of hi (greater than 33.3 mmol/l) on the mobile system and result of 11.0 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.